Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a loose retainer ring. Customer stated that the reservoir did not lock into place. Customer stated that insulin pump was dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The p-cap does not lock properly due to missing retainer. Device received with cracked keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and corroded battery tube.